Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 18. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and nerve encroachment. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.